Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator was not switching on. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation regarding the reported complaint has been finalized. The unit was investigated by our field service engineer (fse). The investigation concluded that the panel was black during system start-up. The panel pc(printed circuit) board and dc/dc pc board were replaced. Our evaluation of the returned device logs show that there was a communication error between the panel and monitoring subsystem during start-up. This event does not affect ongoing ventilation, if the event occurs at start-up the screen will not light up and ventilation cannot be started. Our conclusion into this matter is that the event is due to the faulty pc boards. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).